Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer treated with the pump. Customer received chronic no delivery alarms. The customer was assisted with 5.0 unit fixed prime. The customer stated that insulin did not exit and the pump alarmed no delivery. The customer stated that the pump also alarmed no reservoir. Customer declined to troubleshoot for high readings. The product was not returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The reservoir not occluded.